Event description:
It was reported that during attempt to inflate the scepter balloon inside target vessel (ica) under fluoroscopy, the balloon did not appear to inflate and was removed from the patient, where it was found to have ruptured. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for analysis, therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) includes this warning: during air-purging of catheter lumen, inject fluid slowly otherwise balloon may rupture.

Manufacturer narrative:
Additional information: h10 (summary device evaluation). Summary device evaluation: the investigation of the returned balloon catheter system found no rupture on the balloon; however, it exhibited a pin hole leak during inflation testing. A pin hole leak would result in difficulty inflating the device as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the pin hole, but it is consistent with the balloon experiencing forces over specification.